Event description:
This pt was brought to the interventional lab for an angioplasty procedure (location unknown). During the dilatation of the vessel, the balloon ruptured below normal pressure (8 atmospheres). The physician used another power flex p3 to complete the procedure. Please note that there is no pt or procedural information available.